Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer reported that the display was blank. The customer's blood glucose was 89 mg/dl at the time of incident. The customer stated that they inserted a new battery but the insulin pump was still not working. The customer reported that they received power loss alarm. The customer was advised to select ok to clear the power loss alarm. The insulin pump will not be returned for analysis.